Event description:
It was reported "arterial line catheter was placed successfully without issue & was functioning properly as needed. When it came time to remove it, as it was no longer needed, the arterial line catheter tip, broke off from the hub portion, partially inside the patient, during the removal, even though no resistance was reported. The hub portion of the catheter was discarded and the catheter portion that broke off remained in the patient, as the patient expired later, as a result of other causes not related to this event." There was no medical intervention required. The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with this kit warns the user, "warning: do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters. Some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "arterial line catheter was placed successfully without issue, & was functioning properly as needed. When it came time to remove it, as it was no longer needed, the arterial line catheter tip, broke off from the hub portion, partially inside the patient, during the removal, even though no resistance was reported. The hub portion of the catheter was discarded and the catheter portion that broke off remained in the patient, as the patient expired later, as a result of other causes not related to this event." There was no medical intervention required. The patient's current condition is reported as "deceased".

Manufacturer narrative:
(B)(4).